Event description:
It was reported that the pump was implanted on 3/00 for pain management. Subsequently, the pt complained that the pain was not under control and developed infection and meningitis. When the pump was explanted, a leak at the catheter connection was detected. There were no further complications.